Manufacturer narrative:
(B)(4). When reviewing the device history device of the applicable lot, it could be confirmed that the right material and all specified and required components haven been used. All defined and specified working steps are recorded on the working sheet. The customer is complaining that one of the applicators sent has seized up and would not release the clip when being used. This was its first use. The jaws were measured and some clips were taken and pressed on a test hose. The dimension inspection showed that the instruments are within specification. The clips could be taken and pressed on the test hose. There were no deviations. The applicator has not seized up. It needs to be examined, if the right clips complied with the specification or were used according the specification. The instrument is for the second time for repair. On the instrument were no damages determined. Only traces of usage. The instrument was reworked and checked. Root cause is unknown. The error could not be reproduced. The instrument is within specification. No deviation could be determined on the instrument. Root cause unknown.

Event description:
One of the applicators sent has seized up and would not release the clip when being used. This was it's first use. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
One of the applicators sent has seized up and would not release the clip when being used. This was it's first use. There was no patient injury.